Event description:
Pump declared an altitude alarm, which the customer acknowledged had occurred previously but had not reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer took steps to prevent recurrence by cleaning the pump's speaker holes, replaced the cartridge, and received tips from technical support. Pump resumed normal operation after the replacement.